Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month post a chronic catheter placement, the catheter was allegedly swelled during injection. It was further reported that the catheter had allegedly changed to a purple or pinkish color. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The catheter was patent to both infusion and aspiration without issue and no leaks were observed throughout both tests. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks and ballooning. None were observed. The investigation is inconclusive for the reported catheter swelling and discoloration issue as no evidence were obtained during evaluation of the returned catheter and also the distal catheter segment was not returned. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f - the information provided by bd. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and one day post chronic catheter placement, the catheter was allegedly swelled during injection. It was further reported that it was a purple or pinkish color. There was no reported patient injury.